Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visual examination of the instruments witness marks noted on release lever, consistent with impact. Rod inserter attachment arms and levers open and close and function normally. Rod inserter rod attachment lever opens normally and securely retained sample rod when closed. Sample rod used to functionally test for rod disengagement; sample rod properly retained. Additionally, lmc rod simulation gage (B)(4) used to verify proper retention; lmc condition not properly retained. Rod inserter also inspected for 0.5 max gap dimension (arc rod - pn# 7575300-07 sheet 1 of 2 - loc b11), and found to be within of print specification (0.49mm). A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l5-s1 to treat spondylolisthesis. It was reported that the trocar came off of the rod inserter during preparation for the construct. The trocar was able to be retrieved with a pair of pliers through the incision. No patient complications were reported.